Manufacturer narrative:
510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Reporter is an attorney. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent an unknown initial surgery in (B)(6) of 2017 and reported multiple spine pain complaints after the procedure. The doctor has stated there was a broken screw and replaced the broken product during revision surgery in (B)(6) of 2018. There is no further information available. This report is for one (1) unknown screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for (B)(4).

Event description:
Updated event description: it was reported that the patient underwent an spine initial surgery on (B)(6) 2017 to treat the advanced degenerative lesions of the spine causing stenosis of the spinal canal at the height of l4-l5 section. On (B)(6) 2017, the injured patient underwent surgery with laminektomy l4, facetomy l4/l5, nucleotomy l4/l5 and transepasicular stabilization of plif l3-l4-l5 with expedium. The patient was discharged from the hospital in a good general condition. On (B)(6) 2017, the patient underwent surgery (it was patient's second surgery, the first was in 2017) to extend the stabilization to the l5-s1 level. The l5-s1 level was operated on, which did not cause painful symptoms in the previous surgery, the patient's disease started to progress and the l5-s1 level was taken. During this procedure, two additional screws were screwed into the pelvis, the bars were replaced with longer ones and the cage concorda was inserted at the l5-s1 level. During this procedure, nothing was wrong with the previous stabilization with the rod-screw structure, everything stuck well, and the extension of stabilization is often done when the disease progresses and takes a level, e.g. Lower or higher than the previously operated region. After this procedure, the patient was discharged from the hospital. From on (B)(6) 2018, the patient was hospitalized for the third time. After the CT and x-ray examinations, the right-sided sciatica was diagnosed, the screw was fractured at the junction of the sub-head part and the stem fixed in the sacral bone on the right side, the intervertebral disc of the l5/s1 with the features of degeneration and fragmentation and the anterior vertebral column at this height with a displacement of about 6 mm. On (B)(6) 2018, during the surgery, the screw at s1 section on the right-hand side was replaced and the interbody cage at l5-s1 on the right-hand side was also replaced. There is no further information available. This report captures the revision surgery which was conducted on (B)(6) 2018 due to broken screw, while related complaint: (B)(4) captures the second surgery that was happened on (B)(6) 2017 to extend the stabilization to the l5-s1 level.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.